Event description:
The resident tipped back in the sling during a transfer and hit head on the floor, suffering a small cut on top of head. The area was cleansed and ice applied. No stitches or other medical intervention was required.